Event description:
Patient is a 54-year-old female, resident of (B)(6). Admitted to(B)(6) emergency department on (B)(6) 2023 for confusion and less responsive. Per patient's medical record, has a history of als, chronic respiratory failure and vent dependent. Patient has a 8cn85h trach tube on mechanical vent acvc rr 14, vt 450, peep +5, fio2 30%. On (B)(6) 2023 ~12:00, (B)(6) rcp was called to patient's room by rn due to ventilator alarming. Upon arrival, rcp noted that patient was receiving low tidal volume on ventilator and audible leak was heard. Rcp attempted to inflate pilot balloon with syringe, with no improvement. Patient then noted to be more anxious with vital showing hypertension. An emergency trach change was performed with same size trach tube with no incidences. Per patient's medical record, she had a routine trach change done in (B)(6) on (B)(6) 2023. Patient was placed back on mechanical vent with same settings and stated she felt better after the trach change. Trach tube was sequestered for investigation, will also report to vendor and FDA. Trach tube was submerged in water and pilot balloon inflated using 10cc syringe, no bubbling noted and tube held pressure.